Event description:
It was reported a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and patient experienced cardiac tamponade treated with a pericardiocentesis. After the pulmonary vein isolation (pvi), roof was performed with a cryo ablation catheter, coronary sinus (cs) contrast imaging was taken, and the radio frequency (rf) ablation was conducted at mitral isthmus and in cs with thermocool® smart touch® sf bi-directional navigation catheter. After that, when it was about to perform a coronary angiogram, pericardial effusion was confirmed and pericardial drainage was performed. Tamponade due to thermocool® smart touch® sf bi-directional navigation catheter ablation was suspected. The physician said that he/she suspected bleeding from the cs, but he/she was unsure of the cause because there was also a decrease in impedance (about 15 ohms) that was of concern when the mitrals were ablated. Hemostasis was then completed. Physician¿s assessment of the health hazard was non-serious (moderate/minor). Causally related to the product. No abnormalities observed prior to use or during use of the product. Additional information was received. Transseptal puncture performed with rf needle (jll product). The patient did not require surgery. The physician¿s opinion on the cause of this adverse event was procedure related. Patient outcome was improved. No evidence of steam pop. Correct settings selected and no error messages on equipment during procedure.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31173572l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).